Event description:
The patient reported that he used a power pack for approximately 3 weeks and started to see several "odd display lines and things on the display" of his infusion device display screen. The patient was aware of the power pack recall and changed out his power pack, but the display did not improve. The patient switched to her back-up infusion device. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.